Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as receipt of this report, the patient was admitted for the event. Two days prior to hospital admission, the patient was treated with vanlid injection (1 gram, stat dose, route not reported) and fortum injection (1 gram, once daily, route not reported) for peritonitis. Treatment was ongoing. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.